Event description:
It was reported that the pain stimulation device sets had been explanted due to an infection. The patient received a new pain stimulation device set.

Manufacturer narrative:
Product ID 399945, lot# v241046, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type extension. (B)(4).